Event description:
I am using moisture plus contact lens solution. Approx two weeks ago, I started to wake up with crusting about my eyes. A yellowish discharge has been alost continuous around the corner of my eyes and most recently, last night, I began noticing blurred vision in my right eye. I called the company's recall # they have published only to hear how concerned they are and asked to leave a message; real concerned!! Used in 2007 daily.